Manufacturer narrative:
The check and menu button do not respond. There are particles inside the housing of the buttons. The particles isolate the area of contact inside the button housing. Due to this problem the check and menu buttons do not respond.

Event description:
On (B)(6) 2013, it was reported that the menu and check buttons on the patient's infusion device were damaged and not fully functional. The patient stated that those buttons only function intermittently. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.